Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the patient was in excruciating pain and the hcp believed the pump was not working. The patient had come into the hcp's office 2 weeks prior to (B)(6) 2019. The hcp wanted a manufacturer representative to come and check the pump to see what was going on with it. There were no further complications reported at this time.